Manufacturer narrative:
Evaluation completed. One opened bl5114a pack from lot v5452 was returned. Visual inspection found the assembly dirty with fluid in the lines. A functional test was performed using a stellaris pc system. The collection cassette was captured and recognized by the system. The assembly passed the self vacuum test, primed, irrigated and aspirated as intended. In addition, the assembly did not display low or weak flow during functional testing. The sterilization and lot history records were reviewed and found to be acceptable. Report 2 of 2, see 1920664-2016-00130.

Event description:
The user facility reported the pack was not flowing correctly. Opened another pack and completed the case with no issues. No impact or injury to the patient.